Manufacturer narrative:
(B)(4). Insulin pump received with segmented display. During inspection found electronic stack, motor and force sensor corroded. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer stated they went into the water with insulin pump on and it stopped working. The customer stated that there was fluid in the battery compartment. Customer stated the home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump returned for analysis.